Event description:
It was reported that the patient had a high bg of 301mg/dl due to bent cannula which was inserted on abdomen as insufficient subcutaneous tissue where site was inserted in 3-4 hours on (B)(6) 2026. The patient treated it with insulin pump.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.